Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
During use the cuff did not inflate. The tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
Additional information was received reported that there was no patient involved. The issue occurred before intubation. (B)(4).

Manufacturer narrative:
The sample was received for analysis and the reported issue could not be confirmed. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that it was impossible to inflate balloon. Device not used on a patient. The device will be returned for evaluation.